Event description:
It was reported that a patient undwent a CABG procedure on (B)(6) 2012 and suture was used. During the procedure the suture broke. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned needled segment was 2cm long with a cut end. The returned 2cm segment did not account for the entire suture product, so a complete examination was not possible.

Manufacturer narrative:
Date sent to the FDA: 01/20/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.